Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired, cause unknown. Autopsy results are pending. The device will not be returned for evaluation.

Event description:
It was reported that the cause of death was still unknown as of (B)(6) 2020. Death was not suspected to be device related. The device operated as expected and was not returned for evaluation. No additional information was provided.

Manufacturer narrative:
Section a3, b5: additional information. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be determined. It was reported that the patient expired on (B)(6) 2020. The cause of death was unknown; however, it was not suspected to be device related. The device reportedly operated as expected. The device will not be returned. No product is available for investigation. The relevant device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.